Manufacturer narrative:
The field event of backup vvi reset mode was confirmed in the laboratory. The device had a power on reset during high voltage therapy delivery. The device was tested on the bench and using automated test equipment. All device functions were normal. The cause of the reset could not be determined.

Event description:
It was reported that patient presented to the hospital in (B)(6). Interrogation showed that the ICD was in back up mode. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.